Manufacturer narrative:
The device was not returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the driver tip broke off in the screw head. The tip was not able to be retrieved from the screw head. No additional complications were reported.